Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that there is often insulin and blood on the adhesive of the infusion site after only a short period of time. He stated that when his blood glucose begins to elevate, he changes the infusion site. His blood glucose has been as elevated as 322 mg/dl. His normal blood glucose range is 100-150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set as replaced and requested to be returned for eval.